Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Physician reported left side acute left mastodynia and left side extracapsular rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side acute left side mastodynia and extracapsular rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on mar 03, 2025 with lot number 2951890. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness was within specification. No other observations observed, no further actions are required.

Event description:
Physician reported left side acute left mastodynia and left side extracapsular rupture/tear. Device has been explanted and replaced